Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and a lower sensing amplitude post-implant. The system was re-evaluated again. The pacing impedance had some fluctuations but had stabilized. The amplitudes also stabilized. However, the thresholds remained high. A system revision is planned as micro-dislodgement is suspected. In the meantime, the patient will be monitored via latitude. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that a lead revision was scheduled. However, the physician noticed a potential thrombus formation around the lead tip. The physician decided to continue to monitor the patient as the lead measurements stabilized. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and a lower sensing amplitude post-implant. The system was re-evaluated again. The pacing impedance had some fluctuations but had stabilized. The amplitudes also stabilized. However, the thresholds remained high. A system revision is planned as micro-dislodgement is suspected. In the meantime, the patient will be monitored via latitude. The lead remains in use. No adverse patient effects were reported.